Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 72-year-old male with a pre-support clinical state consistent with scai shock stage d underwent elective placement of an impella 5.5 via direct surgical access to the right aorta. While on support, the device functioned as intended at p-4 providing 3.6 l/min of flow with d5w sodium bicarbonate purge solution. During therapy, a ¿purge pressure high¿ alarm was reported on multiple occasions; no kinks were identified in the purge line and the ptt was 67 seconds. The patient was concurrently on ECMO. Tpa lysis protocol was recommended and provided; however, lysis did not resolve the elevated purge pressure. The pump continued to run with acceptable motor current, though the lv signal changed notably. Echocardiography confirmed appropriate positioning, and the patient had significantly reduced ejection fraction. Dialysis was initiated. On (B)(6) 2026, withdrawal of care and patient subsequently expired. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock, renal failure, on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D9 device return date added. G1 MFR site name, aachen, removed.